Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, non-sustained right ventricular oversensing (nsrvo) epsiodes were observed. Technical support reviewed the session records and indicated the nsrvo could be due to myopotenial oversensing or possible rv damage. Noise was reproduced with isometric testing and the device was reprogrammed to avoid myopotential oversensing. The patient will continue to be monitored. The patient was stable with no adverse consequences. Related manufacturer report number: 2938836-2018-00672.